Manufacturer narrative:
The pump was received without a battery cap. Installed a battery cap and continued testing. The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. No unexpected low battery alerts or power-related alarms noted during testing. The earliest power data available per the power management tool/detail trace file is on 1/11/2026 at 9:34:57 pm. There was no power data available for the event date of 11/1/2025 however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range and the customer did not experience an unexpected power loss of less than 7 days per the pump history records utilizing the available historical data. Battery cycle 4.0 received the lowbatteryalert (104) on 01/09/2026 19:06 after more than 7 days at 14.15 days. Battery cycle 3.0 received the lowbatteryalert (104) on 12/26/2025 05:43 after more than 7 days at 13.28 days. Battery cycle 2.0 received the lowbatteryalert (104) on 12/12/2025 13:23 after more than 7 days at 13.44 days. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, fading serial number label, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. Cosmetic damage (crack) on the battery compartment and battery tube threads is confirmed. Battery charge lasting less than expected (low battery life) is not confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the right side of the pump from dropping it on the bathroom floor, fast battery depletion, and a damaged battery cap metal connector. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side. Troubleshooting was performed for battery cap issues, and the customer reported that the battery cap was damaged. Troubleshooting was partially performed for battery issues. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.